Event description:
As reported, 2008, this patient was implanted with gore excluder aaa endoprosthesis an abdominal aortic aneurysm. A trunk-ipsilateral leg component was implanted. Access to the contralateral gate was obstructed by a shelf of calcium, and could not be cannulated. The physician implanted a second trunk-ipsilateral leg component to reline the first component and performed a unplanned aorto uni-iliac procedure. A femoro-femoral bypass was also performed. The patient tolerated the procedure and is doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Unplanned aorto uni-iliac procedure.